Manufacturer narrative:
Device with segment of catheter approx 2 15/16" in length and loose segment of catheter approx 4 7/16" in length was returned to MFR (MFR.) And have been analyzed as follows: visual and microscopic examination of device revealed approx 19 punctures and slit in device septum. No internal damage was seen. Discoloration of device body was noted that appeared to have been caused by material consistent with dried blood. Material consistnet with blood was also seen on locking mechanism and inner surfaces near device outlet tube. Discoloration, compression, luminal narrowing, longitudinal slits and a transected break were noted on segment of catheter attached to device body and loose segment of catheter. Distal tip of loose segment of catheter appeared round and was open and clean. Damaged noted is consistent with catheter shear and appears to have been caused by "pinch-off." Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of MFR.'s analysis of device/catheter segments. Report that "upon explant, catheter appeared shorter than expected" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused damage found during MFR.'s analysis of device/catheter segments. No further details are available. Customer will be notified of MFR.'s findings and forwarded article exclusive to "pinch-off sign" for review. MFR. Is now closing file on this event.

Event description:
On 3/2/98, the mfrs rep received a medwatch report from a user facilities risk manager (mgr) of the report that, a vascular access device that was implanted on 6/11/97 was removed on 2/23/98. Upon removal the catheter appeared shorter than expected. An x-ray revealed catheter fragment in pt's right atrium has not been explanted at this time. The device is available for evaluation; however, at this time the hospital prefers to maintain the device until further notice. No further details are available at this time.